Manufacturer narrative:
The manufacturing history of the component has been reviewed and confirmed that no abnormalities or deviations were reported. Return of the device following its explantation has been requested.

Manufacturer narrative:
The hospital discarded the device following the (B)(6) 2015 revision, thus evaluation of the explanted components cannot be conducted. The investigation is ongoing. Additional information regarding the reported complaint has been requested. A supplemental report will be provided.

Event description:
Supplemental report to MDR #3004105610-2015-00039: the patient underwent a revision on (B)(6) 2015 of his custom proximal tibia implant to correct an external rotation of his tibia. During the procedure, the femoral component was found to be loose, the component was removed, reamed, then re-cemented back into place. The surgeon noted that the design showed the possibility of replacing the femoral component, but no femoral instruments or implant components were provided. During the procedure, the surgeon used a spine screw driver, but some stripping of the screw head occurred. The surgeon has requested that a long screwdriver with handle be provided with the device.

Manufacturer narrative:
An event regarding loosening of the femoral component involving a proximal tibia jts was reported. X-ray review: based on a review of the provided information, the reported stem loosening was not confirmed. There is no indication that the reported loosening was device related as no device or manufacturing issues have been identified. It is noted that the reported femoral stem loosening was observed during the revision surgery. It is also noted that the reportedly cemented femoral stem is a passive stem which means it is designed to have a sliding fit within the medullary canal to allow the femoral bone to grow during skeletal immaturity. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. (B)(4) will continue to monitor for trends. Corrected data custom proximal tibial implant corrected to limb salvage system; operator of device corrected from health professional to patient.

Event description:
It was reported by the surgeon that the patient underwent a jts extendible proximal tibial replacement on (B)(6) 2013. Since the procedure the patient has had external rotation of his lower leg. The patient has also reported swelling with associated pain on the medial aspect of his joint line which has occurred spontaneously; the surgeon expected that the swelling would resolve itself. The patient underwent a revision on (B)(6) 2015 of his jts extendible proximal tibia implant to correct an external rotation of his tibia. During the procedure, the femoral component was found to be loose, the component was removed, reamed, then re-cemented back into place. This is the second supplemental report to 3004150610-2015-00039 ((B)(4)). Note: issues regarding femoral instruments or implant components not being provided and the surgeon's request for a long screwdriver referred to in supplement 1 are the subject of separate complaints and are not dealt with in this report.

Event description:
It was reported by the surgeon that the patient underwent a jts extendible proximal tibial replacement on (B)(6) 2013. Since the procedure the patient has had external rotation of his lower leg. The patient has also reported swelling with associated pain on the medial aspect of his joint line which has occurred spontaneously. This swelling will resolved itself. The surgeon will carry out a revision procedure to replace the prosthesis to standard non-extendible prosthesis as no further growth.